Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. In addition, it was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Reportedly, the customer gave themselves a bolus and a manual injection which caused them to go low. Customer set a temp rate and disconnected from the pump to address the low bg. A recommendation was made for the customer to discuss bg levels with healthcare provider.